Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year. The pump remains in use supporting the patient. The replaced portion of the driveline (approximately 6 inches) was returned for evaluation. The returned section of the driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Visual inspection of the wires at the nipple housing of the metal connector revealed a breach to the insulation of the green wire; the green wire redundantly supports motor phase 1. Further analysis revealed that the observed wire damage appeared to be the result of repetitive flexing and abrasion against the braided shield in that region. The driveline was submerged in a saline bath for hipot testing to check for current leakage through the wire insulation, and no additional breaches to the insulation of the wires were identified. If the exposed conductors of the green wire made contact with the braided shield while the patient was connected to the power module, the resulting short to ground would have resulted in the reported alarm events and pump stops that were confirmed through the evaluation of the submitted log files. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital for multiple low speed advisory and pump off alarms. The patient had disconnected the driveline that morning without instruction in an attempt to silence the alarms, passed out and was taken to the emergency room. It was reported that the patient recovered from passing out and was stable. It was noted that the driveline distal end bend relief was separated from the metal connector, and it was suspected that there might be a damaged wire in that area. On 09/10/2015, the manufacturer's technical services representatives evaluated the driveline. A continuity test was performed using the phase interrupter and it did not indicate any open wires. It was reported that the red heart alarms resolved when the patient untwisted and straightened the driveline at the metal connector at the distal end. Since the patient was symptomatic during the original alarms, an attempt to reproduce the events by manipulating the patient cable was not performed. The distal end of the driveline was replaced without incident. A clamshell was requested as a proactive solution to attempt to prevent any further issues with the new driveline.